Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided unspecified higher readings when compared to readings obtained on a competitor brand meter. Customer reported that he lost consciousness and his wife called an ambulance. The customer reported staying at a hospital for 4 days, but no further information was available as the customer does not recall what treatment or diagnosis he received. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the adc freestyle libre sensor provided unspecified higher readings when compared to readings obtained on a competitor brand meter. Customer reported that he lost consciousness and his wife called an ambulance. The customer reported staying at a hospital for 4 days, but no further information was available as the customer does not recall what treatment or diagnosis he received. There was no report of death or permanent injury associated with this event.